Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back and repeated previously documented information. Pt reported that they have been experiencing charging issues since their two falls in october. Patient stated that their device charges intermittently and sometimes it wouldn't charge at all. Patient stated that they were unable to charge their ins and would need to have it checked before they could do so. Pt called back and stated that on their first fall, they went to their doctor and met one of the manufacturer representatives. Pt went back to their hcp to have their ins checked again because they had a second fall, however the rep still didn't do anything about it, and they were only told that the ins was at 30%. Pt went home and tried to charge their ins, however their device charges intermittently. Pt called patient services and was informed that their two recent falls could be contributing to the issue. They were redirected to their healthcare provider to have their ins checked. Pt also said they still can't charge their implantable neurostimulator (ins).

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they were supposed to meet at their managing doctors office today at 11:15 to address the charging issue (telemetry failure). Patient repeated how they had been having issues with charging the implant before the holidays, and was told by previous agent telemetry failure may have been due to two falls. Patient stated they woke up and realized their controller was depleted, so they wanted to ensure the controller was charging before their appointment today as they cannot monitor battery percentage. Agent had patient remove battery and plug controller into ac power supply. Patient confirmed controller turned on. Patient reinserted battery and confirmed green flashing light. Agent reviewed controller is charging as intended. Patient repeated how they still cannot get the implant to charge up and how they need to get more pain meds from doctor. Patient stated they were supposed to go to doctors office on december 3rd, but had to reschedule and patient stated they spoke with someone at their recent appointment (agent believed to be manufacturer representative (rep)) who told patient the implant was at 30% and to go home and just continue charging implant. Patient stated when they got back home the implant stopped charging again. Patient stated rep never checked implant site to check for damages from fall. Agent documented information regarding implant charging issue, and the steps on the call resolved the issue to verify controller was charging. Agent reviewed role of rep for appointment today at 11:15.

Manufacturer narrative:
Codes corrected/updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient stated they were having a hard time charging the implant and the issue began last month. Patient noted they tried to charge the implant for an MRI and they had a really hard time trying to get it charged up. Patient claimed controller was not charging as well, but confirmed controller remained on after unplugging controller from ac power supply. Patient reported no device found. Agent reviewed meaning of message. Patient reset controller and confirmed no damages. Patient blew air into the controller port. Patient then connected recharging antenna and saw no device found. Patient entered passive recharge mode and saw 28-29-61. Patient moved the antenna around and the numbers did not go above 50. Patient denied any recent falls or trauma to the area of the implant site. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient became escalated on the call and started yelling stating they hate this device and can never find where to place the paddle. Patient stated at the time of the call they had a tens unit on. Patient called in and confirmed they got the new recharging paddle but they're still getting no device. Patient called in and confirmed they got the new recharging paddle but they're still getting no device. Patient went to passive recharge mode with 63-86 and patient was becoming escalated already. Patient kept on repositioning the paddle but still getting no device found. Patient mentioned they had a very bad fall the other day. Agent explained that the fall might have affected the implant and patient was redirected to their managing hcp. Patient confirmed they have an appointment with the doctor tomorrow with a medtronic rep present. Patient added that they got connected earlier and that they have good numbers. Agent reviewed passive recharge mode and the numbers on the screen. Agent also informed patient that connection will not be fixed and that they may or may not bet connected. Agent redirected again the patient to their hcp. Patient called back stating they saw medtronic rep at hcp office this morning and were told the issue was that their implant battery was too low. Patient noted rep was able to charge their implant to 30% while in the office. Patient was now home and reported prm numbers between 72 and 75 and described charge quality was fluctuating from excellent to good to poor. Agent confirmed via serial number that patient was using recently replaced recharger (patient confirmed 5th digit was 5 and not 6); patient stated they have the belt but do not use it and instead lay back on the paddle. Patient reported poor recharge quality with the implant at 30%. Patient confirmed no visible damage to the controller port. Agent reviewed recharger best practices in detail and had the patient again connect the recharger; patient reported good and then poor and then excellent and poor and then good. Patient stated they were moving their body around to try and find the implant, although they always have trouble because they cannot feel the implant. Patient then reported excellent and then good charge quality and noted the implant had increased to 40%. Agent advised patient to continue charging the implant to full and reviewed to charge prior to implant reaching 30% to avoid prm. Patient called back stating they were having a hard time earlier today. Patient stated they had to go pee and walked away from it. Patient stated now, they cannot get the implant to charge again and it is pissing them off. Patient stated it was working before and it was never this hard. Patient became escalated and was yelling. Patient initiated implant charge and saw poor recharge quality. Agent asked - patient stated they cannot use the belt right now because they have bruised ribs. Patient stated they were at hcp office today and told them about the fall but, 'she said the battery was too low'. The patient was redirected to hcp to further address implant charging issue.